Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As informed by the hospital to the field clinical specialist (fcs), approximately 3 years 5 months post implant of a 26mm sapien 3 valve in the aortic position via transaortic approach, the patient is being worked up for a valve in valve (vinv) procedure as a result of a stenosed valve. Additional information received via medical records indicate the patient's valve has severe stenosis with mildly calcified leaflets.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing or dimensional analysis could be performed. Imagery was provided for review and the following was observed: calcification present on the leaflets. Medical records were also provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve calcification was confirmed based on medical records review and provided imagery. A review of the DHR provided no indication that a manufacturing nonconformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration (svd) rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported events for valve calcification did not confirm any manufacturing non-conformances. It was identified that the proper manufacturing mitigations have been implemented. As reported, 'approximately 3 years 5 months post implant of a 26mm sapien 3 valve in the aortic position via transaortic approach, the patient is being worked up for a valve in valve (vinv) procedure as a result of a stenosed valve'. Additionally, it was noted that the patient had history of hyperlipidemia, and diabetes mellitus (dm), and end-stage renal disease (esrd)/chronic kidney disease (ckd) per the medical records. Ckd and dm are known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis. In this case, available information suggests that patient factors (hyperlipemia, diabetes mellitus, and chronic kidney disease) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.